Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with injection vancomycin (2 grams per week for three doses, the route of administration was not reported) and injection gentamicin (20 milligrams per day for 21 days, the route of administration was not reported). The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient completed the course of antibiotics and the effluent was clear. At the time of this report, the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.